Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot the issue with the customer over the telephone. The customer was advised to replace the breath delivery unit (bdu) light emitting diode (led) printed circuit board (pcb), the cable, and the motherboard. The customer informed that the ventilator was removed from service, and the repair will commence on an unspecified date.

Event description:
It was reported that, a ventilator became inoperative. There was no patient involvement.